Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) was identified as being at end of service and is not recommended for use. After discussion, the decision was made not to implant the device. The icm should be discarded and replaced with another icm. The representative will return this device. There was no patient involvement.